Manufacturer narrative:
A review of the manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician found that the basket of the ngage nitinol stone extractor device failed to open prior to performing the unknown procedure on the patient. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.